Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the hospital for a scheduled procedure unrelated to the event. Upon device interrogation as part of pre-operation procedure as well as through remote transmission via merlin.net, nonsustained rv oversensing due to myopotential oversensing was observed on the device which inhibited pacing. Programming changes were made and further testings were recommended. Clinician will discuss programming changes with the patient's following physician. Patient was stable before, during and post device interrogation and will continue to be monitored.